Event description:
A report was received that a pt's precision system was explanted. The pt stated that she kept getting "really bad shocks". The pt's physician did not have any info regarding the explant.